Manufacturer narrative:
The asp field service engineer (fse) found a clamp was not completely tight causing a small mist to leak from an o-ring area. The oil level in the vacuum pump was at the correct level. The fse tightened the clamp and tested for mist. The issue was resolved at the customer site. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the health hazard evaluation. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend of haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad nx did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist was reviewed and considered to be low risk. No product returned for investigation. The root cause was a loose vacuum clamp.

Event description:
A customer reported seeing a haze coming from their sterrad nx system when running an empty cycle one day post servicing. The customer was advised to unplug the unit. The asp field service engineer (fse) was notified. There were eight health care workers exposed to the oil mist from this sterrad nx system. The exposure resulted in minor reactions which did not require medical intervention or treatment. This incident is being reported for the malfunction of the unit causing the oil mist issue.